Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer continued with load fill tubing process and ultimately saw insulin drips exiting the infusion set tubing. Customer's blood glucose was 143 mg/dl.